Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while changing the infusion set. The customer declined troubleshooting. Assisted customer with rewinding the insulin pump. The customer further mentioned that he had been experiencing high blood glucose levels. The customer's blood glucose was 406 mg/dl. The customer stated that he would treat himself with a manual injection. Advised customer to call back if he continued to have high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.